Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to not getting adequate pain relief.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.